Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2008 the patient underwent a right total knee replacement surgery for severe osteoarthritis and the surgeon utilized an otisknee device to make measurements and to cut and reshape patient's leg bones in order to accommodate the implantation of an artificial knee prosthesis. It is further alleged that following that surgery, the patient had progressively increasing pain in the joint and ultimately underwent revision surgery because the joint failed due to, among other things, loosening of the femoral component and failure of the joint.